Event description:
Caller states emergency medical technicians (emts) were contacted after the customer fell. Emts attempted to test customer's blood with her aviva system, but were unable to obtain a result due to an error within device specifications. Customer was admitted to the hospital due to high blood glucose symptoms and received unspecified medical treatment. Requested return of suspect device and replacement was sent.